Manufacturer narrative:
The user reported significant fluctuations in sg data during high temperatures but did not raise concerns regarding sensor inaccuracy. The user was informed that the issue was due to atypical temperature sensitivity of the device. The user was advised to move to a cooler environment when fluctuations occur and, for extended periods outdoors in the heat, to wear a lightweight, long-sleeved shirt for additional protection. A diagnostic upload (du) was requested to support further investigation; however, the user initially did not respond. During follow-up, the user acknowledged understanding of the recommendations but did not provide the du. The user confirmed that no further support was required; therefore, no additional action was taken. B4.date of this report 09 oct 2025. G3.date received by the manufacturer? 09 oct 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
User reported that sensor glucose data fluctuated a lot during high temperatures, usually during the afternoon when he's outside. The case was escalated to the next level of support for additional review. Based on available data and additional review, it was found that there were no temperature related alerts so the next level of support recommended moving to a cooler place when the issue occurs. User was contacted to perform a diagnostic upload and to provide next level of support's response but he could not be reached. User called back and he acknowledged and understood the next level of support's response. No further investigation was required for this complaint, dms confirmed user was using the system with up-to-date information.

Event description:
On 11 july 2025, senseonics was made aware of an incident where the user experienced sensor inaccuracy. No injury or medical intervention was reported.